Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: inflow cannula.specific component(s) involved: inflow graft malfunction/malposition.additional text: lateral position.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : taken to or to attempt to reposition cannula.implant device type: lvad.